Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for analysis. Data analysis confirmed the device was depleting faster than expected and technical services recommended replacing the device within 90 days, noting the device may reach elective replacement indicator (eri) battery status during the replacement interval. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for analysis. Data analysis confirmed the device was depleting faster than expected and technical services recommended replacing the device within 90 days, noting the device may reach elective replacement indicator (eri) battery status during the replacement interval. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for analysis. Data analysis confirmed the device was depleting faster than expected and technical services recommended replacing the device within 90 days, noting the device may reach elective replacement indicator (eri) battery status during the replacement interval. No adverse patient effects were reported. The device remains implanted and in service.